Manufacturer narrative:
Device evaluation : one bivona tracheostomy sample was received in used condition without its original packaging for evaluation. During visual inspection, it was observed that the connector was broken. In addition, wrinkles were observed on the cuff and it was seen that there was other part from the connector attached to the silicon. To further investigate the issue, a review of the manufacturing process was conducted and was considered adequate and correct. During the verification, 32 assemblies were taken out of production floor inventory were reviewed to see if they had the adhesive curing issue. No adhesive issues were detected on the units. Based on the investigation, the complaint was confirmed. No problem source was identified, although it was noted the damage likely occurred after leaving the smiths facility.

Event description:
Information was received that the plastic connection broke off from smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube, necessitating a trach change for the patient. No adverse patient effects were reported.